Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported that the device was exposed to water in the lake. Customer was pushed into the pool and there is crack where the battery screws in. Customer reported that there is fluid under the lcd display. The customer was advised that the device would be replaced. Customer declined to troubleshoot for damage.

Manufacturer narrative:
The insulin pump was received with down and act buttons unresponsive due to corroded keypad traces. Unable to perform the self test, and unexpected restart test, displacement, rewind, basic occlusion, occlusion, prime test and excessive no delivery tests due to button keypad anomaly. Device passed stop current test. Moisture damage found on the motor and electronic assembly. The device had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.